Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) was oversensing the minute ventilation (mv) signal on the right atrial (ra) channel. An increase in the ra pacing impedance measurements was also seen during a device check. The mv feature was turned off and the issue resolved. The ICD remains in service and there were no adverse patient effects reported.